Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case, the system was not providing a response when the surgeon was tapping on the nerve. Sales rep reported that the surgeon was not using a stimulator probe and manually tapping the nerve. Sales rep also reported that when the surgeon was dissecting down to the nerve, the system returned a response. Sales rep reported high-pass filter was changed to 24, threshold at 55 and stim value at .8. There is no patient impact